Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2013-05881/-05882/-05883/-05884 & 2014-5026/-05027).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of pain, inflammation, lack of mobility, elevated metal ion levels, and bone/tissue damage. Subsequently, the patient¿s left hip was revised on (B)(6) 2011. All components were removed and replaced. Additionally, the patient¿s right hip was revised on (B)(6) 2012. All components were removed and replaced. No further information has been provided to date. Review of invoice history indicates the patient underwent bilateral femoral resurfacing procedures on (B)(6) 2009 and (B)(6) 2010. Patient was revised to bilateral total hip arthroplasties on (B)(6) 2011 and (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2011, right hip revision operative report noted the revision was due to pain and a loose acetabular cup. Operative report further noted the presence of fluid, metallosis, and metal staining on the acetabulum. All components were removed and replaced. Additional information received in the (B)(6) 2011, left hip revision operative report noted the revision was due to pain and a loose acetabular cup. Operative report further noted the presence of fluid and sterile irritation from the loosening of the cup. All components were removed and replaced. An additional left revision procedure was performed on (B)(6) 2013, due to a pain and a loose acetabular cup. Operative report further the presence of fluid, black debris for metallosis, metallosis tissue, scar tissue, a protrusion with no floor, bone loss, a broken screw and an anterior fracture with disassociation of the anterior portion of the pelvis. The modular head, acetabular cup, liner and taper adapter were removed and replaced.